Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported patient¿s implant was dead, recharger was not charging, and patient was in a lot of pain. Patient was at work and she didn¿t have the equipment with her. Patient worked with rep and rep told her to call patient services (ps). Ps asked patient when last time implant was charged, patient stated they charged when the bars got low and they knew how to charge. They stated patient was handicap in the brain, so she couldn¿t always take patient word as to the last time implant was charged, and patient couldn¿t see either. It was reviewed in order to know which part needed to be replaced, they would need to have equipment with her. A replacement recharger and desktop charger would be sent to patient. It was noted recharger¿s screen was blank. Additional information from patient on sept-10-2018 was received from patient. It was noted the charger was completely dead as was the battery. It had been plugged in for over 72 hours and was not working. No further com plication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the replacement of desktop charger resolved the patient¿s implant was dead. No further com plication and no symptoms were reported.